Event description:
Kimberly-clark received a report stating "a patient came into the office today to have there peg tube removed. Upon pulling it out the internal bumper snapped off and the patient required an endoscopy to have the bumper removed." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed records indicate the product was manufactured on december 29, 2009 with expiration date of december 2011. The sample was received with the peg detached from the end of the tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.